Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code a0101: used to capture the catheter was caught on the anastomosis site of the ascending arch. H.6.: code a27: used to capture type ii endoleak from a branch vessel originating from the distal side of the left internal mammary artery. H.6.: code d12: according to the gore® tag® conformable thoracic stent grafts with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and reoperation. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional devices will be identified in this report: device name: gore® tag® conformable thoracic stent graft with active control system; lot # 24598875, catalog # tgm343420j, UDI # (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment for an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system, gore® excluder® aaa endoprosthesis and a non-gore stent graft. The patient had a history of a total arch replacement and thoracoabdominal replacement. During the procedure, two 34mm-20cm ctags were implanted in a jointed fashion as one unit. The overlap between two ctags was found to be insufficient, therefore, a 34mm-112mm cook medical zenith alpha¿ thoracic endovascular graft was added to line the joint of two ctags. Furthermore, a 36mm aortic extender endoprosthesis was added to the proximal end of the zenith alpha device. The patient tolerated the procedure. On (B)(6) 2023, the patient was emergently transported to hospital due to chest and back pain. The patient was coughing up bloody phlegm. A CT exam confirmed a blood leakage into thoracic cavity, which was diagnosed to be the aneurysm rupture. The physician primarily suspected a type iii endoleak from the joint of stent grafts to be the cause of rupture. The CT image confirmed a type ii endoleak and unknown amount of aneurysm enlargement, however, could not confirm a type iii endoleak from the joint of stent grafts. The image also marked an unknown type of endoleak around the proximal side of ctags. The cause of the leak could not be determined. Considering the location of the leak, the physician could not eliminate the possibility of a type iii endoleak from graft tear. A decision was made to line the previously implanted ctags with additional ctags. On (B)(6) 2023, a reintervention was performed. The intraoperative angiography confirmed a type ii endoleak from a branch vessel originating from the distal side of the left internal mammary artery. No other endoleaks were observable. A 22 fr gore® dryseal flex introducer sheath was delivered from the left side. A 37mm-20cm ctag was deployed to line the joint of previously implanted ctags. The physician subsequently delivered a 34mm-20cm ctag to extend the proximal end of the 37mm-20cm ctag, however, the leading end of the catheter was caught on the anastomosis site of the ascending arch, and could not advance further. The physician decided to deploy the 34mm-20cm ctag to its mid-diameter, hoping it would somehow change the interaction between the leading end of the catheter and the anastomosis site. The attempt was successful, and the leading end of the catheter was able to pass the anastomosis site. Reportedly, the 34mm-20cm ctag landed slightly distal to its intended location. The final angiography confirmed the type ii endoleak persisting, therefore, a 10mm-10cm gore® viabahn® endoprosthesis was implanted to the left subclavian artery to cover the originating branch of the leak. The type ii endoleak was resolved. The patient tolerated the procedure. It is unknown which tgm343420j( (B)(6) ) was placed to the proximal/distal side at the initial procedure.